Event description:
It was reported that during pre-surgery, it was discovered that the small battery drive device was making a grinding noise. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: during further investigation, it was observed that the device failed the torque test. It was determined that the damaged ball bearings or motor assembly also caused the device to fail the torque test. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the ball bearings or motor assembly were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.